Event description:
It was reported that the downstream occlusion (dso) seal was ripped and bubbled. Software upgrade required as well. The event occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was able to verify the ripped downstream occlusion (dso) seal. During functional testing the motor was found to be out of specification, the air detector has surface damage, the upstream occlusion (uso) seal is buckling. The affected parts were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.